Event description:
Pt undergoing inpatient video/eeg monitoring with depth electrodes placed in brain through cranial bolts. Pt decided to leave ama on 3/5/95. Surgeon in to remove bolts. One bolt broke with part remaining in pt's skull. Area sutured and pt left. Surgeon decided bolt could not remain in skull, so pt brought back in on 5/5/95 for outpatient surgical removal. MFR was notified of broken bolt at time of discovery in march. Notified and kept involved through removal of bolt portion.